Event description:
A malfunction alarm was reported by the caller due to an issue with the pump, identified with a malfunction code labeled as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears, which the customer acknowledged and understood.